Event description:
Customer reported the system displayed a communication error, and when they attempted to reboot the system, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board, the 5v power supply, and adjusted the secondary of the input transformer. System operates as intended.